Event description:
During a f/u in (B)(6) 2013 (exact date not confirmed) it was not possible to open episodes recorded in device memory despite using different programmers.

Manufacturer narrative:
On (B)(6) 2013: this event concerns a device that was manufactured and use outside the united states. Analysis is pending.